Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. No further programing parameters were provided. After unspecified lengths of time, no flow of solutions were noted. It was reported that the tubing sets were removed from the pumps and no flow of solutions were again noted. The customer contact reported that the tubing above the cassette of the tubing sets was kinked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.